Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer stated the alarm occurred during a bolus. Customer stated the small circle is slightly indented on the insulin pump. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.